Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent an unknown breast augmentation with mentor smooth round moderate profile 275cc saline breast implants which the right side deflated after implantation. The issue was diagnosed visually and by palpitation . As a result patient underwent bilateral removal and replacement with similar mentor device on (B)(6) 2018.

Manufacturer narrative:
On 5/18/2020, mentor became aware that mistakenly not reported the replacement device: cat#;3501640, lot#:7399405. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the device a tear was observed on the anterior aspect, measuring approximately 8.4 cm. Microscopic examination of the edges of the tear gave no indications of instrument damage. No other anomalies observed. Deflation is a known complication associated with mentor mammary prostheses. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).